Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. However, two x-ray images were provided for review. The first image shows the surgical procedure in which the port tubing was noted. The second image shows the port being placed correctly. Therefore, the investigation is inconclusive for the reported fracture issue as no clear evidence was noted for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. It was further reported that patient allegedly experienced extravasation and additional surgery needed to treat patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments and two images were received for evaluation. Gross visual, microscopic, tactile and functional testing were performed. A complete compound circumferential break was noted at the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 23.2cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular throughout. The port body was patent to both infusion and aspiration without issue. The first image shows the surgical procedure in which the port tubing was noted. The second image shows the port being placed correctly. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. It was further reported that patient allegedly experienced extravasation and additional surgery needed to treat patient. The current status of the patient is unknown.

Event description:
It was reported that during a port placement procedure, the catheter allegedly had broken. It was further reported that patient allegedly experienced extravasation and additional surgery needed to treat patient. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.